Manufacturer narrative:
None

Event description:
The customer contacted technical services (ts) to report multiple elevated leadcare ii (lc ii) blood lead patient results using test kit lot 2530-12. Customer stated the results have been as high as 13.1 ug/dl, with confirmatory results of < 1 ug/dl. Customer did not provide additional detail regarding the individual lc ii test results, or confirmation testing results. Customer ran controls and reported the following values: level 1 = 10.8 ug/dl (target range = 8.0 -14.0 ug/dl) - in range, level 2 = 29.2 ug/dl (target range = 25.4-33.4 ug/dl) - in range. Customer confirmed use of the capillary tubes supplied with the leadcare ii test kit for sample collection; microtainer tubes were not used. During troubleshooting with leadcare ii technical services, the customer described the sample collection and handling procedures that were used which indicated that the product instructions for use (IFU) were not consistently followed. Technical services instructed customer to follow cdc guidelines for capillary blood collection, as well as the blood lead test procedure as it is stated in the product IFU. To reinforce proper sample collection procedures the cdc capillary sample collection video, IFU, leadcare user's guide, and cdc finger stick poster were sent to the customer. Follow-up customer training with a leadcare regional representative was also scheduled. No patient harm or injury was reported.